Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumers mother reported her daughter had the string pull out during removal and the tampon remained inside. She checked the box and noticed four or five other tampons with same issue. No further information has been received.